Manufacturer narrative:
The device was explanted due to hematoma. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the hematoma was not device related.

Event description:
"Patient is on coumadin and developed a hematoma after implant. The hematoma was evacuated, but the skin integrity of the pocket would not allow for proper healing. The patient had an open incision for several days before contacting the physician. The patient also has a mechanical aortic valve. No infection has currently been confirmed at this time. The entire system from the left side was removed and replaced with a new system on the right side to avoid the possible spread of infection throughout the heart and to the mechanical valve." The hospital retained the devices. Should additional information be received, this file will be updated.